Event description:
It was reported that the patient was implanted with a spinal cord stimulation (scs) lead in the motor cortex and implantable pulse generator (ipg) in the right upper chest near the shoulder approximately 6 inches up the distal portion of the lead. The patient had a history of seizures during the trial and suffered a seizure during reprogramming. The seizure subsided once stimulation was turned off. The physician informed that seizures can be a complication of the motor cortex placement and advised the patient to keep the stimulation off.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12160; model: sc-1216; serial: (B)(4); batch: 542334.